Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the mildly calcified right common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported patient adverse effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.